Event description:
It was reported that there was an open contact on number 11 following implant. It was stated that the electrode was broken and it was potentially broken at the insertion of the lead into the extension. It was noted that no actions were taken and the site felt that since all the other contacts looked fine, good therapy would still be able to be delivered. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Event description:
Additional information received reported that the open contact was found in post-op recovery. No diagnostic imaging was performed. Therapy was fine and the break in a contact did not impact therapy.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).